Event description:
It was reported that the user experienced postprandial hyperglycemia followed by hypoglycemia after announcing a usual lunch and receiving approximately (B)(4) units of correction, then treating the subsequent low with juice and later ice cream; education on meal announcement and correction usage was provided. Symptoms included shakiness and low energy. Outcomes included elevated glucose up to 304 mg/dl and a low of 68 mg/dl with recovery to 96 mg/dl without healthcare intervention or ketone testing. Investigation included review of user-reported glucose trends, reported treatments, and product-use troubleshooting and education. Investigation of this case revealed that the event was consistent with hypoglycemia due to probable overtreatment and stacked corrections after a high glucose excursion, without evidence of device alarms or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.